Manufacturer narrative:
Additional information: the device was not received for evaluation, however, photos of the sample were provided for evaluation. Visual inspection of the provided pictures showed that the cone of the access line luer lock is broken. The reported event was verified. The cause of the condition was determined to be a manufacturing issue. The nonconformance has been established to carry out the modification of male luer lock assembly of prismaflex sets in order to solve the issues. Design change has been initiated and its implementation is ongoing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: (B)(6) 2020. Address: (B)(6). Oxiris has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of oxiris, an external fluid leak was observed between the line and the catheter. Air was also observed in the line. The line was reprimed and it was noted that the red line had a short connection or was incomplete. The set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.